Event description:
Pt came in for elective removal of a leaking silicone breast implant. Pt developed firmness in the right breast and a biopsy was performed with removal. The implants were replaced with saline filled ones.